Event description:
It was reported by the rep the device was used during an unknown cardiac procedure. It was reported the atw35 was used to fire across the arterial appendage. The surgeon reports the proximal and distal ends of the staple line appear to have had staples, but the center did not. The physician stated he is unsure if he tore the vessel as he was firing the device behind the heart and it was difficult to see. The patient bled out 3,000 cc's. The physician revived the patient. It is unknown how the case was completed. There are no add'l details at this time. The device was not used again and no add'l devices were opened.